Event description:
The manufacturer was contacted in reference to a everflo dom oxygen concentrator. The patient reported kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to a everflo dom oxygen concentrator. The patient reported kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.